Manufacturer narrative:
Updated data: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the dissection was due to the post-implant bav. The dcs did not cause or contribute because the dissection occurred during the post-implant bav after the dcs was already withdrawn from the patient. It was noted that the patient had a type 0 bicuspid valve that contributed to the dissection. Pre-implant dilatation using a 24 mm non-compliant non-medtronic balloon was performed and 1 inflation attempt was required.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted but was noted to be under expanded. Subsequently, the attending physician decided to do a post-implant balloon aortic valvuloplasty (bav) with a 25-millimeter (mm) balloon. After completion of the post-implant bav, hypotension and pericardial effusion were noted along with cardiac tamponade. Inresponse, percutaneous cardiopulmonary support (pcps) was initiated. This was followed by the initiation of pericardial drainage, during which the pcps had to be rotated. A dissection was then observed via echocardiography, that extended from the aortic root to above the sinotubular junction (stj). The attending physician then decided to perform a bentall procedure, which resulted in the transcatheter aortic valve being explanted and a non-medtronic (edwards) surgical valve being implanted. The patient's blood pressure was then stabilized and the procedure was complete. Additional information was received that per the physician, the cause of the dissection was due to the post-implant bav. The dcs did not cause or contribute because the dissection occurred during the post-implant bav after the dcs was already withdrawn from the patient. It was noted that the patient had a type 0 bicuspid valve that contributed to the dissection. Pre-implant dilatation using a 24 mm non-compliant non-medtronic balloon was performed and 1 inflation attempt was required. Additional information was received that per the physician, the aortic dissection caused the pericardial effusion,hypotension, and cardiac tamponade.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013062388); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted but was noted to be under expanded. Subsequently, the attending physician decided to do a post-implant balloon aortic valvuloplasty (bav) with a 25-millimeter (mm) balloon. After completion of the post-implant bav, hypotension and pericardial effusion were noted along with cardiac tamponade. In response, percutaneous cardiopulmonary support (pcps) was initiated. This was followed by the initiation of pericardial drainage, during which the pcps had to be rotated. A dissection was then observed via echocardiography, that extended from the aortic root to above the sinotubular junction (stj). The attending physician then decided to perform a bentall procedure, which resulted in the transcatheter aortic valve being explanted and a non-medtronic (edwards) surgical valve being implanted. The patient's blood pressure was then stabilized and the procedure was complete.